Event description:
Information was received that during testing of this smiths medical cadd solis vip pump, the pump reset. No patient involvement was reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device pump showed patient data lost alarm in the main menu. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.